Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set cannula bent events for one event on (B)(6) 2024 and patient was unsure of event dates for other events.the event occurred after 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was over 400 mg/dl at the time of event. He took correction injection by mdi. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 7.